Event description:
Pt reports that although the oct medical bulletin stated cdrh seized more than a million dollars worth of "stimulators", the product is still being advertized on lengthy tv commercials. Using several well known persons to advocate the product, the commericals urge viewers to order the device by telephone. Rptr is concerned that older citizens are being billed by these tv promotions.